Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during routine replacement of this pacemaker, the device header was noted to be completely separated from the device case and the header was noted to deep under the muscle and difficult to remove. When the header was removed from under the muscle, difficulty was encountered with removing the right atrial (ra) lead from the header. The lead was eventually able to be removed and reused with the replacement device. It was noted that the device had been implanted sub-muscular and the patient was an active weight lifter. Additionally, the device battery was noted to be depleted and the device was unable to be interrogated with a programmer. The patient was not pacemaker dependent, however, had not been compliant with device follow ups. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. Microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.